Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that poor aspiration occurred during both phaco and irrigation/aspiration portion of a cataract surgery. The product was replaced and the procedure was completed without consequences to the patient.

Manufacturer narrative:
Additional information: a device history record review for the reported lot shows that the product was built to specification. One wet fluidics management system was returned for this complaint. The sample was visually inspected and no obvious defects were found. It was noted that the drain bag was detached from the cassette cover due to saturation. The sample was functionally tested and passed all aspects of functional testing. The sample was able to reach a maximum vacuum within specification. The irrigation and aspiration flow rates were within specification. No leakage occurred during testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).